Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment he received an "m31 air detected in cassette warning" alarm. No bubbles in the lines but there are air bubbles in the window of the drain line were noted. The pd patient confirmed that all of the connectors are secure and the heater bag had a small amount of solution in it. Treatment was cancelled and the patient reported the cassette was leaking fluid into the cycler. The pd patient confirmed there was no issue with overfill and no injury occurred. The pd patient stated he reverted to continuous ambulatory peritoneal dialysis (capd) therapy and was not requested to come into the clinic as a result of the reported fluid observed and no prophylactic medication was provided. The pd patient confirmed he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The pd patient stated the sample was discarded.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment he received an "m31 air detected in cassette warning" alarm. No bubbles in the lines but there are air bubbles in the window of the drain line were noted. The pd patient confirmed that all of the connectors are secure and the heater bag had a small amount of solution in it. Treatment was cancelled and the patient reported the cassette was leaking fluid into the cycler. The pd patient confirmed there was no issue with overfill and no injury occurred. The pd patient stated he reverted to continuous ambulatory peritoneal dialysis (capd) therapy and was not requested to come into the clinic as a result of the reported fluid observed and no prophylactic medication was provided. The pd patient confirmed he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The pd patient stated the sample was discarded.